Manufacturer narrative:
The hospital biomed performed a checkout of the equipment and noted that the scavenger was completely closed. A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The 10cm gas scavenger weight was noted to be stuck to the seat. The weight was replaced.

Event description:
The hospital reported that, during a case, pressure started to build. The clinician reportedly removed the rebreathing bag to release the pressure. There was no reported patient injury.